Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photograph of the defect for evaluation. A review of the device history record was performed for the reported lot, 9178290, and no quality issues were found during production. Our quality engineer reviewed the provided photograph and determined that there was a piece of foreign matter inside the blister pack. Based off the provided photograph the engineer was able to verify the reported defect. However, without a physical sample available for investigation the engineer was unable to identify what the foreign matter was. Without being able to identify what the foreign matter was we were unable to determine the definitive root cause. H3 other text : see h.10.

Event description:
It was reported that the bd luer cap experienced foreign matter in the fluid pathway which was noted prior to use. The following information was provided by the initial reporter: dirt.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer cap experienced foreign matter in the fluid pathway which was noted prior to use. The following information was provided by the initial reporter: dirt.